Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('general abnormal bleeding') and pregnancy with contraceptive device ('pregnancy terminated') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed" and device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("allergy"), psychological trauma ("psych injury") and migraine ("migraine"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Partial) (interpreted as partial hysterectomy)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and dysmenorrhoea had resolved and the pregnancy with contraceptive device, hypersensitivity, psychological trauma, migraine and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, hypersensitivity, migraine, pelvic pain, pregnancy with contraceptive device, psychological trauma and weight increased to be related to essure. The reporter commented: plaintiff received treatment for migraine, weight gain. Discrepancy noted in essure removal: partial hysterectomy given and essure removed: no. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: previously added "injury" was replaced with "pelvic pain". New events "abdominal pain, dysmenorrhea (cramping), general abnormal bleeding, migraine, weight gain, device ineffective, pregnancy with contraceptive device" were added. Essure confirmation test was not performed. Patient demography was added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('history of essure failure with missing insert embedded in peritoneum on left pelvic sidewall'), pelvic pain ('pelvic pain'), genital haemorrhage ('general abnormal bleeding') and pregnancy with contraceptive device ('pregnancy terminated') in a 33-year-old female patient who had essure (batch no. B71766 , b53551) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included hypokalemia, urinary tract infection, bacterial vaginosis, thyrotoxicosis, allergic rhinitis, vaginal discharge and paratubal cyst. Current weight: 200 lbs. Concurrent conditions included hypothyroidism since 2016. Concomitant products included levonorgestrel (mirena) from 2009 to 2014, levothyroxine since 2016 and oral contraceptive nos in 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraine"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia") and was found to have weight increased ("weight gain"), 7 days after insertion of essure. In 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergy") and psychological trauma ("psych injury"). The patient was treated with surgery (fallopian tube removal, bilateral salpingectomy (per pfs, please note surgical discrepancy) and hyst. (Partial) (interpreted as partial hysterectomy)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, hypersensitivity and psychological trauma outcome was unknown, the pelvic pain, genital haemorrhage, abdominal pain and dysmenorrhoea had resolved and the pregnancy with contraceptive device, migraine, weight increased, vaginal haemorrhage and menorrhagia was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, genital haemorrhage, hypersensitivity, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, psychological trauma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for migraine, weight gain. Discrepancy noted in essure removal: partial hysterectomy given and essure removed: no. Essure inserted into left tubal ostium, 4 coils visible outside left tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.6 kgs. Computerised tomogram head - on (B)(6) 2003: unremarkable noncontrast CT of brain. Pathology test - on (B)(6) 2017: two (2) (as written) segments of fallopian tube, full cross sections identified, designated right and left. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pain batch no b53551 production date 2013-07-18 expiration date 2016-07-31. Batch no b71766 production date 2013-09-12 expiration date 2016-09-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('history of essure failure with missing insert embedded in peritoneum on left pelvic sidewall'), pelvic pain ('pelvic pain'), genital haemorrhage ('general abnormal bleeding') and pregnancy with contraceptive device ('pregnancy terminated') in a 33-year-old female patient who had essure (batch no. B71766, b53551) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included hypokalemia, urinary tract infection, bacterial vaginosis, thyrotoxicosis, allergic rhinitis, vaginal discharge and paratubal cyst. Current weight: 200 lbs. Concurrent conditions included hypothyroidism since 2016. Concomitant products included levonorgestrel (mirena) from 2009 to 2014, levothyroxine since 2016 and oral contraceptive nos in 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraine"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia") and was found to have weight increased ("weight gain"), 7 days after insertion of essure. In 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergy") and psychological trauma ("psych injury"). The patient was treated with surgery (fallopian tube removal, bilateral salpingectomy (per pfs, please note surgical discrepancy) and hyst. (Partial) (interpreted as partial hysterectomy)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, hypersensitivity and psychological trauma outcome was unknown, the pelvic pain, genital haemorrhage, abdominal pain and dysmenorrhoea had resolved and the pregnancy with contraceptive device, migraine, weight increased, vaginal haemorrhage and menorrhagia was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, genital haemorrhage, hypersensitivity, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, psychological trauma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for migraine, weight gain. Discrepancy noted in essure removal: partial hysterectomy given and essure removed: no. Essure inserted into left tubal ostium, 4 coils visible outside left tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.6 kgs. Computerised tomogram head - on (B)(6) 2003: unremarkable noncontrast CT of brain. Pathology test - on (B)(6) 2017: two (2) (as written) segments of fallopian tube, full cross sections identified, designated right and left. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pain. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs and mr received: new events added: abnormal bleeding (vaginal), menorrhagia,history of essure failure with missing insert embedded in peritoneum on left pelvic sidewall. Event onset date, event outcome were added. Lot number were added. Reporter information were updated. Patient history, lab data, concomitant drugs were added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.